Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
For a concomitant farawave and watchman procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. During preparation, a hair of unknown origin was noted in the sterile packaging. The device was considered non-sterile upon this finding. The sheath was replaced, and procedure was completed with no patient complications. The device is not expected to be returned as it was retained by the customer.